Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be in the 'inactive' mode during a routine follow-up test. Attempts to obtain additional clinical information (serial number, etc.) Have been unsuccesful. This report will be updated if further information becomes available.